Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage occurred during use with a bd vacutainer® flashback blood collection needle. This occurred on 5 separate occasions, however, patient information is unknown. The following information was provided by the initial reporter: customer found blood leakage from fbn's tube side needle during evacuated blood collection. The shied of fns' tube side needle seemed to be not fully recovered after puncture the vacutainer tube. It happened 5 times continuously in same lot in a day.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for blood leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and blood leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that blood leakage occurred during use with a bd vacutainer® flashback blood collection needle. This occurred on 5 separate occasions, however, patient information is unknown. The following information was provided by the initial reporter: customer found blood leakage from fbn's tube side needle during evacuated blood collection. The shied of fns' tube side needle seemed to be not fully recovered after puncture the vacutainer tube. It happened 5 times continuously in same lot in a day.